Manufacturer narrative:
The act button on the insulin pump did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. The device was received with extremely scratched display window, cracked display window corner,cracked reservoir tube lip, scratched reservoir tube window, missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was performed. The device was returned for analysis.